Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood (bg) glucose level of 596 mg/dl. Reportedly, the cause was unknown; however the customer suspected that the infusion set needed to be changed. The customer was subsequently admitted to the hospital where unspecified shots, liquids, and insulin were administered to address the high bg. The customer left the hospital on (B)(6) 2019 with no permanent damage.